Manufacturer narrative:
The affected side of the rupture is unknown. The serial number for the left side device is (B)(4) with lot number 3095871, and the right side serial number is (B)(4) with lot number 3091375. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "rupture" on an unknown side. Device has been explanted.